Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care professional. It was reported that the patient had their last surgery because the battery was disconnected from the lead. It was noted that this was first noticed on (B)(6) 2017, but the healthcare provider was unsure of the cause. The lead was revised on (B)(6) 2017; a new lead is in place and working well for the patient. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the stimulation in the wrong location was the implantable neurostimulator (ins) was flipped around in the pocket site which was pulling the lead away from original placement. As a result of what was reported, a lead revision occurred. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had pain and stimulation in the wrong location. The caller stated that the patient was in so much pain that they could not talk, and that was why they were calling for them. The caller stated the patient had made adjustments themselves and went to their healthcare provider¿s office for adjustments. A manufacturer¿s representative was also contacted. No falls or trauma were reported to be related to the issue. The caller noted that the patient had not tried turning stimulation off, and it was reviewed that turning stim off would provide helpful information to the patient and healthcare provider about the pain. The caller was to discuss turning stimulation off with the patient and follow up with the healthcare provider for medical direction. It was reported that the patient¿s pain was in their back and their bladder, while the stimulation was more in their back than their bladder. In a second call the caller confirmed that the programmer was working, and the patient had turned stimulation off. It was suggested that the caller track what the patient notices with stimulation off. No further complications were reported.